Event description:
It was reported the patient with a history of hypertension, hypercholesterolemia, and diabetes underwent a CABG procedure in 1998 and an aortic valve replacement procedure in 2006, due to heavy calcification. Initially, the patient did well postoperatively with a mean pressure gradient of 12 mmhg and an ejection fraction of 53%. Late 2008, the patient presented with coronary stenosis and bioprosthetic valve stenosis with a mean gradient of 48 mmhg and an effective orifice area of 0.61 cm2. Reoperation could not be performed due to previous surgeries. Balloon dilatation utilizing 20 and 25 mm balloons for the aortic valve stenosis was conducted as well as coronary artery stenting for the right coronary artery lesion. It was also reported the patient may be a candidate for transapical/transfemoral heart valve replacement within the next few years. The valve remains implanted.